Event description:
A mother reported that her daughter experienced fusarium keratitis while using renu (unk type). According to the pt's physician, the pt was diagnosed with recurrent infectious keratitis of unk etiology following repeated eye infections. The pt's mother reported that the pt was using renu (unk type). The pt was instructed to discontinue contact lens wear. Several months later, the pt was started with new contact lenses and a hydrogen peroxide disinfection system. The physician stated that no medication was required. The pt was monitored from month to month (2005 until 2006). The pt appears to have recovered. However, the physician continues to monitor the pt's corneas to see if recurrency has ended.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. However, the company did initiate a broader investigation of reported fusarium keratitis events that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate, there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product evaluated met release sterility criteria. Where product retain sample testing was completed all chemical and biocidal performance criteria were effective against microbial challenges as required.